Manufacturer narrative:
Device evaluation: visual evaluation of the returned capio device revealed that the needle was detached from the blue dilator. Functional evaluation of the returned capio device revealed that the device operated freely and smoothly. The directions for use for the device include the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was passing the second mesh leg assembly through the [second] ligament, the needle detached from the suture. The needle was reportedly captured inside the capio cage, and no device components fell into the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was passing the second mesh leg assembly through the [second] ligament, the needle detached from the suture. The needle was reportedly captured inside the capio cage, and no device components fell into the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.